Event description:
Testing by MFR confirmed the reported failure mode. The reported failure mode was caused by the customers use of non-mallickrodt cables. Customer was told that mallinckrodt does not recommend using non-mallinckrodt cables.